Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely torturous mid to proximal left anterior descending artery. The 15mm x 2.5mm maverick 2 monorail balloon ruptured at 8atm on the initial inflation. The device was removed intact. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient's status is listed as good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely torturous mid to proximal left anterior descending artery. The 15mm x 2.5mm maverick 2 monorail balloon ruptured at 8atm on the initial inflation. The device was removed intact. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from the distal edge of the distal markerband and extended proximally along the balloon for a total length of 1cm. A detailed examination of the balloon and distal markerband could not identify any anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).